Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, therefore the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the rotor on the 2008t machine cut into the bloodlines during the patient's hemodialysis (hd) treatment. Treatment was stopped. No blood was returned to the patient. The patient's estimated blood loss (ebl) was not provided. The patient was transferred to another machine in order to complete treatment. No serious injury or required medical intervention was indicated upon initial reporting. The biomed stated the facility staff first heard a knocking sound from the machine then saw that the bloodlines were cut. Upon evaluation of the machine rotor, the biomed noted that one of the plastic tabs was missing. No damage to the blood pump rotor housing was identified. A replacement blood pump rotor was requested and subsequently issued. Additional information was requested however a response was not received. No parts were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the rotor on the 2008t machine cut into the bloodlines during the patient's hemodialysis (hd) treatment. Treatment was stopped. No blood was returned to the patient. The patient's estimated blood loss (ebl) was not provided. The patient was transferred to another machine in order to complete treatment. No serious injury or required medical intervention was indicated upon initial reporting. The biomed stated the facility staff first heard a knocking sound from the machine then saw that the bloodlines were cut. Upon evaluation of the machine rotor, the biomed noted that one of the plastic tabs was missing. No damage to the blood pump rotor housing was identified. A replacement blood pump rotor was requested and subsequently issued. Additional information was requested however a response was not received. No parts were reported to be available to be returned to the manufacturer for physical evaluation.